Event description:
The lead was implanted for a left bundle branch placement. Initially, satisfactory results were obtained, and fluoroscopy confirmed an appropriate position with acceptable measurements. However, when the lead was connected to the device, the measurements became highly fluctuating and inconsistent. Attempts to adjust slack by manipulating the lead produced variable results without stability. Despite several attempts and initially satisfactory results on the final test, the lead subsequently dislodged. The physician therefore removed it and replaced it with a competitor¿s lead.

Manufacturer narrative:
The vega m58 is a similar to vega r58.